Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver did charge and booted. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and passed all the relevant testing. A manual "try-it" test was performed and it passed the vibrator mode. The receiver case was opened for internal visual inspection and passed. The vibrator resistance was measured and was found within specification. The reported event of no vibration was not confirmed. A root cause could not be determined.